Manufacturer narrative:
Citation: kaihara, t. Md et al. Effect of immunosuppressive therapy on clinical outcomes for patients with aortic stenosis following transcatheter aortic valve implantation. Circulation journal, 2021 84:2296-2301. Doi: 10.1253/circj.cj-20-0600 earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of immunosuppressive therapy in patient outcomes after the implant of a transcatheter aortic valve (tav). All data were retrospectively collected from a single center between 2016 and 2018. The study population included 282 patients (predominantly female)), forty of whom were implanted with medtronic corevalve, evolutr or evolutpro tav. The remaining 242 patients were implanted with a non-medtronic balloon expandable tav. No serial numbers provided. Among all patients, no deaths were associated with a medtronic device. Among all patients, adverse events included: infection, endocarditis, non-lethal myocardial infarction (mi), unstable angina and stroke. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.